Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. D4: batch # 804a28. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 3 double drivers missing, and 2 double drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 804a28, and no non-conformance were identified.

Event description:
It was reported that during the lobectomy surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.